Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (6)

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostoma exchange procedure performed on (B) (6) 2009. According to the complaint, post procedure, during nutritional feeding resistance was felt. The physician performed an endoscopy and found a fistula along with the internal bolster located in the stomach wall. The physician removed the device and the procedure was completed with a competitors device. The patient's condition at the conclusion of the procedure was reported to be fine.